Event description:
Alleged the head section is drifting down.

Manufacturer narrative:
The technician found the valve tube was not seating. The technician replaced the valve tube assembly to repair the bed.